Event description:
Customer called to report that the insulin pump has a blank display. It was reported that the insulin pump alarmed battery out limit and failed battery test. Customer's blood glucose reading was 230 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.